Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG monitoring failure" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing which included all required bench testing and ECG stressing without duplicating the report. The defib receptacle was replaced as a precaution. The customer's multifunction cable was not returned for the evaluation. The customer was advised to send the multifunction cable. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.